Manufacturer narrative:
The devices associated with his report were not returned. A complaint database search finds one other incident against the 9998-90-247/(B)(4) product and lot combination for reported dislocation, while a review of the device history records did not identify any related mfg deviations or anomalies. A database search and/or review of device history records for the 9998-00-754 was not possible as the necessary lot code was not provided. The investigation could not draw any conclusions regarding the reported event. Although the root cause cannot be determined, it is known that the asr platform was voluntarily recalled in august of 2010 following an hhe (health hazard eval). Further analysis will be documented on wwcapa (B)(4) and (B)(4). Based on the inability to determine a root cause, the need for further corrective action is not indicated at this time. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.

Event description:
Pt was revised to address audible clunk, pain, and lack of ingrowth on cup.